Event description:
During removal of the wire through the needle, the tip of the wire separated and migrated into the patient. The physician was not able to retrieve the separated segment.

Manufacturer narrative:
Evaluation: neither the device nor the lot number was provided for review. Unfortunately, without the actual complaint device, we are unable to determine with certainty how this incident may have occurred. The information from the reporter suggests that during removal of the wire guide, inadvertent contact was made with the needle bevel. We can advise that per our caution label, we state; withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage." This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport.